Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the therapy seems to suddenly stopped working as patient stated having dribble after taking a cortisone injection for unrelated device medical issues patient also reported a pinching sensation in their ribcage. Patient program was changed from program 3 to program 3 at 3.1v. Patient stated that the pain and pinching sensation at the ribcage has gone away and would continue to monitor their symptoms as they could feel stimulation comfortably in their bike area. No further complications were noted or anticipated